Manufacturer narrative:
Device could not be evaluated as product was not returned to neothermia for examination and testing. Based on information received from site, skin burn was a result of user error and not related to a defective or malfunctioning product.

Event description:
A breast biopsy of a superficial lesion was made using the en-bloc system and the patient experienced a skin burn. During the procedure, the technologist placed a wet 4x4 over the incision site and exerted pressure which caused the vacuum holes to be at the skin line not below as instructed. The biopsy was successful. The physician excised the area and sutured the incision closed. The physician does not anticipate any further follow-up of the skin burn.